Manufacturer narrative:
Philips has investigated this complaint. According to the information provided,the wireless footswitch was not working during a diagnostic procedure, and which was completed by connecting wired footswitch to the system. Per the information collected, the wi-fi indicator on the footswitch was blinking in red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after replacing of wireless footswitch, base station and footswitch family sheet gram. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not produce x-rays when the wireless footswitch was pressed. No harm was reported to philips. Philips has started an investigation of this complaint.